Manufacturer narrative:
Product analysis: it was confirmed that the ring and bail attachments were missing. The lower case was broken. Battery contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for replacement of bails and hanger. The epg subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connectors required replacement. The epg was returned for service. There was no patient involvement.